Event description:
It was reported the insulin pump alarmed motor error during prime. Customer's blood glucose level was unknown. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The motor was tested outside the device and passed. He insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, battery tube threads and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.